Manufacturer narrative:
Corrected information were provided in d3 and g1. Upon review, it was identified that these were inadvertently omitted from the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The current (B)(4) is open to address the failure to detect purge cassette issue involving the first purge cassette, s/n (B)(6), lot 1926169. Data log review was not sufficient to derive the cause of the purge cassette not detected issue. The cause of the failure to detect purge cassette issue could not be determined without the returned product for investigation and sufficient clinical details.

Manufacturer narrative:
Patient's height and weight not provided.

Event description:
The complainant reported a patient noted as high risk percutaneous coronary intervention was implanted with an impella device for mechanical circulatory support.   Cassettes did not register when put into the controller. The purge cassette was changed twice and the third purge cassette was recognized by the controller. The case was completed and the patient did very well. No patient harm was reported due to the issue.

Manufacturer narrative:
Section d medical device has been updated.